Event description:
The complainant reported that during impella 5.5 support via right axillary/subclavian access, recurrent suction alarms were observed despite the device being reported to be well positioned. The patient was reported to have adequate right ventricular function and volume status at the time of the event.consultation with the clinical support center indicated that the alarms may have been associated with a placement signal discrepancy, as the patient's invasive blood pressure measurements were reported to differ from the values displayed on the automated impella controller (aic). As a result, the performance level was increased and the patient was monitored for hemolysis and hemodynamic changes. The audible suction alarms were disabled.the device was not removed due to the reported condition and continued to provide support during the event.additional information subsequently received indicated that the device was explanted and discarded.no signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A5. Ethnicity is unknown.d6b: explant date is unknown.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.